Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the customer received a cartridge alarm (cartridge alarm 1). Upon reloading the cartridge a minimum fill notification occurred with a cartridge filled with 155 units of insulin. The customer's blood glucose was 169 mg/dl. Reportedly, the customer loaded a new cartridge successfully.